Event description:
It was reported that the patient received anti-tachycardia pacing (atp) and three shocks from the implantable cardioverter defibrillator (ICD) due to atrial rate. Technical services (ts) was contacted and discussed possible causes and programming options. The ICD remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.